Event description:
It was reported that a spectrum pump experienced a false detection of a loaded set. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. False detection of a loaded set was confirmed through the event history log and was determined to be caused by a calibration issue. The device was recalibrated to ensure expected performance.